Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included intraperitoneal (ip)fortaz (1gm, frequency not reported) and ip ancef (1gm, frequency not reported). The treatment and the pd therapy were ongoing. The patient was recovering from the peritonitis. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13l11016 and h14a11017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13l11016 and h14a11017. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).